Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: device fails to start normally, damage to dp, cm, cn, or power supply board (printed circuit board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to dp, cm, cn, or power supply board (printed circuit board) and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image. The issue was identified during inspection for use. There was no harm to the patient.